Event description:
Customer was hospitalized for dka. It was indicated that the pump's programming was accurate and it passed the leadscrew test. The high pressure was performed twice and the pump did not alarm no delivery. The customer was advised that a replacement will be sent.